Manufacturer narrative:
Revision occurred after 17 months due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 17 months after the primary surgery, which occurred on (B)(6) 2023. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. 32 mm glenosphere and 32 mm + 3 standard humeral cup explanted. These parts were replaced with a 40 mm centered glenosphere and a 40 mm + 6 humeral stability cup.